Event description:
A user facility reported a pt who had an intraocular lens (iol) exchanged due to a refractive surprised and blurry vision. The iol was exchanged for another toric lens. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional info have been made. A completed questionnaire has not been received. (B)(4).